Event description:
Device malfunction: none. Symptoms/ae: vision loss in right eye. Time of symptoms: post procedure. It was reported that three days post an uneventful right internal carotid artery stenting procedure, the patient experienced vision loss in his right eye requiring a new hospitalization. Nine days post the onset of the visual loss, the patient was discharged to home with some residual blindness, but improved vision. There is no additional information available. Choice study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.